Event description:
Boston scientific received information that an alert was issued by the remote home monitoring system due to the device reaching end of life (eol). The patient was brought in for evaluation and it was noted that eol was declared due to an extended charge time outside of the charge time limit for the device. It was noted that no elective replacement indicator (eri) status was declared prior to the eol status. The patient has been scheduled for a revision procedure. No adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted nine day later. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.